Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using gore&#59412;tag&#59412;thoracic endoprostheses (tgt2810/8303981, tgt3410/7903350) to repair a dissected thoracic aortic aneurysm. The devices were implanted to cover the entry tear located in the descending aorta. The re-entry tear was located in the origin of the celiac artery. The patient tolerated the procedure. On (B)(6) 2013, a conformable gore&#59412;tag&#59412;thoracic endoprosthesis (tgu343415j/11571637), non-gore thoracic endoprosthesis (relay) and gore&#59397;excluder&#59393;aaa endoprosthesis aortic extender endoprosthesis (pxa320400j/11685269, pxa320400j/11685281) were implanted to repair the dissection distal to previously implanted gore&#59412;tag&#59412;thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2014, four year follow-up imaging showed no endoleaks or other complications. The diameter of the aorta was enlarged to 68mm, however this was due to false lumen perfusion from the re-entry near the branches of the abdominal aorta. On (B)(6) 2014, the patient developed chest pain and syncope in a home, and emergency transferred to different hospital. After that, the patient expired in this hospital. The cause of the death was acute stanford type a aortic dissection with cardiac tamponade. The physician reported the cause of the type a dissection was unknown. Autopsy was not performed.